Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the emergency department (ed) with pre-syncope symptoms three days following initial system implant. The right ventricular (rv) lead was found to be exhibiting loss of capture. The physician determined that the lead had micro-dislodgement. The lead was subsequently repositioned and remains in-service. It was noted that the patient did not avoid using their left arm after the initial lead implant. No additional adverse patient effects were reported.